Event description:
The account stated that the architect creatinine and iron reagents generated discrepant results on a patient sample in 2008 when compared to the results generated on four days later. The account provided all the test results that were discrepant from both dates:in 2008 four days later: cholesterol= 208 md/dl cholesterol=140alt= 18 u/l alt=12iron=131 ug/dl iron=35urea=19 mg/dl urea=132 phosphorus=4.0 mg/dl phosphorus=6.6alk phosphorus=50 u/l alk phosphorus=77crea=0.64 mg/dl crea=13.77units of measurements were not provided for the the same day tests results. There is no impact to patient management reported.

Event description:
The customer states that low results were recovered from two patient samples when analyzed on the cell-dyn sapphire analyzer. The results were acceptable when the patient samples were repeated on another cell-dyn sapphire analyzer. See data below.patient 2 cell- dyn sapphire cell- dyn sapphire wbc (k/ul) 3.94 7.49rbc (m/ul) 3.39 4.05hgb (g/dl) 8.33 11.0hct (%) 26.3 31.2platelet (k/ul) 276 326the customer states that the suspect low patient results were not reported out of the laboratory. There is no impact to patient management reported.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accu tni) result generated by the access 2 immunoassay system. The first serum sample obtained from the patient gave no value upon testing for accu tni with a qns (quantity not sufficient) flag. Upon re-testing, it gave a value of 3.15ng/ml. A plasma sample obtained from this patient gave a result of 0.01ng/ml and another serum sample from this patient also gave a result of 0.01ng/ml. The erroneous result was reported outside of the laboratory. It is unknown if there was an effect to patient or user with regard to this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation conclusion: aberrant results.

Manufacturer narrative:
(B)(4), concomitant medical products and therapy dates: architect analyzer, list# 1g06-01, serial# (B)(4). Clinical chemistry iron reagent, list# 7d68-30, lot 60030hw00, manufactured 1/7/08, expired 10/30/08. Clinical chemistry blood urea nitrogen, (bun) reagent, list# 7d75-20, lot 61064hw00, manufactured 1/23/08, expired 2/15/09. Evaluation: results: troubleshooting and inspection included inspecting the syringes, pumps, valves, dryer tip, probes, and curvettes of the customers architect instrument, serial number (B)(4). The customer observed low patient results of 19 mg/dl and 0.64 mg/dl for clinical chemistry urea nitrogen and creatinine assays respectively, performed on (B)(6) 2008. The results were questioned by the physician, as the results were unusually low for the patient. The patient's iron results from testing on the same day yielded a value of 131mg/dl. When the sample was retested on (B)(6) 2008, the urea nitrogen, creatinine, and iron results were 132 mg/dl, 13.77 mg/dl and 35 mg/dl, respectively. The calibration of the assays were accepted, their respective quality controls were within specifications and maintenance was performed as scheduled. Troubleshooting of architect analyzer serial number (B)(4) and inspection of the analyzer included the syringes, pumps, valves, dryer tip, probes, and cuvettes determined no abnormalities were observed. Several diagnostic test performed generated acceptable results. No other questionable patient results were observed in the same time frame of (B)(6) 2008. A request was made for progress curves of the iron, blood urea nitrogen and creatinine results in question, as well as the retest results, but was unavailable. The issue appears to be sample specific, however, further testing could not be performed to investigate the issue without the patient sample. In addition, biorad lyphochek controls used within abbott for release testing and evaluating reagent performance. Certificates of analysis demonstrates the release criteria was met for clinical chemistry iron, blood urea nitrogen and creatinine reagent lots used by the customer. A search for similar complaints did not identify a deficiency. This is the final report.

Manufacturer narrative:
(B)(4). An investigation is still in process. A final report will be submitted when the investigation is complete.